Manufacturer narrative:
The device was discarded by the hospital. Based on the initial report the cause could not be determined.

Event description:
It was reported after two false detachments, the coil stretched and broke inside the catheter. There was no patient injury reported.